Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused medication. It was observed that the pump only delivered half the fluid during accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.